Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was experiencing intermittent issues with the spo2, and no error messages were displayed. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was experiencing intermittent issues with the spo2, and no error messages were displayed. The bme tried known working cables and probes, but the issue persisted. Technical support (ts) asked if the red light was on the probe, but they were unsure. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was experiencing intermittent issues with the spo2, and no error messages were displayed. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) was experiencing intermittent issues with the spo2, and no error messages were displayed. The bme tried known working cables and probes, but the issue persisted. Technical support (ts) asked if the red light was on the probe, but they were unsure. No patient harm was reported. Investigation summary: after evaluating the returned device, it appears that the reported issue is likely due to external damage. The unit was repaired and tested per the operator's/service manual and the unit completed 24 hours of extended testing and operates to the manufacturer's specifications. The bedside monitor is designed to be mobile and travel with the patient during transport. This makes it more susceptible to impact, which can cause tangible damage to the device. External damage such as harm to handles, cases, cords, ports, ac cradles, adapters, and display screens can occur due to impact. Excessive force on the monitor case, for example from falling off a wall or stand during device relocation or transport, can also damage internal components and lead to device failure. Furthermore, a review of a complaint (B)(4) related to spo2 failure indicates that internal component failure (such as spo2-pcb) could contribute to the issue. Internal component damage can be caused by dropping or impacting the device, regular wear and tear, mechanical stress, or moisture getting into the components. Internal parts are mechanical and can wear out with use and insufficient maintenance. The exact reason for these parts failing could not be determined. Trending will continue to be monitored for this device, incidents, issues, and causes. The following field contains no information (ni), as an attempt to obtain the information was made, but not provided: d10 UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from bsm-1733a to life scope pt. D4 additional device information / model #: corrected the model # from bsm-1733a to bsm-1733. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. G4 premarket identification / PMA/510(k) number: corrected the 510(k) # from k080342 to k220976. This is a correction to the suspect medical device involved in the reported event, applicable to the unique device identifier (UDI) information of the FDA form 3500a.